Event description:
It was reported that after the md inserted the intra-aortic balloon (iab) he was unable to remove the guidewire. As a result, the iab and guidewire were removed as one unit.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.